Manufacturer narrative:
The investigation determined that imprecise quality control results were obtained using the vitros clinical chemistry products phyt slides on a vitros 350 chemistry system. The definitive assignable cause is analyzer related. Results of precision testing demonstrated that the vitros 350 chemistry system was not performing as expected at the time of the event. An ocd field engineer replaced the iwf pump to return the vitros 350 chemistry system to expected operation. Following this action, acceptable vitros phyt performance was observed. There was no allegation of patient harm as a result of this event and no report of affected patient sample results.

Event description:
The customer observed imprecise quality control results on vitros performance verifier and biorad quality control fluids, processed using vitros clinical chemistry products phyt slides on a vitros 350 chemistry system. Higher than expected phyt results were obtained on vitros performance verifier lot q9939 (15.2 ug/ml), compared to a target of 12.4 ug/ml, and vitros performance verifier lot r9941 (27.1, 25.2, 29.5, 27.4, 28.6, 26.0, 27.7, 26.8, 28.2, 24.9, 26.3, 28.1, 27.5, 29.4, 29.5, 31.3, and 30.4 ug/ml, when compared to a target of 20.4 ug/ml. In addition, a lower than expected phyt result was obtained on a biorad control (16.0 ug/ml), when compared to a target of 20.7 ug/ml biased results of the direction and magnitude observed may lead to inappropriate physician action. The customer indicated there were no phyt patient results questioned during the timeframe of the event, and there were no reported allegations of patient harm. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).